Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had episodes of low blood glucose and high blood glucose. The customer's blood glucose had dropped below 40 mg/dl, which the customer treated with a drink. Also, they had treated with a bolus deliver for high blood glucose of over 300 mg/dl. At the time of the call, the customer's blood glucose was 286 mg/dl. The customer declined troubleshooting for either of the incidents. The customer was reporting a calibration error that had occurred while they were using the sensor. The customer stated that they were wearing a wireless cardiac monitor, which they had to continue wearing for 21 days. Nothing further was reported.